Manufacturer narrative:
Patient ID/initials and weight are unknown. This report is for an unknown unreamed femoral nail (ufn)/unknown lot. Part and lot number are unknown; UDI number is unknown. (Therapy date): unknown date in 2013. Device has not been reported explanted at this time complainant part is expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient who underwent an intramedullary nailing procedure in (B)(6) 2013 has experienced osteomyelitis and requires a hardware removal. In 2013 the patient was in a car accident and suffered multiple left femur fractures as a consequence. The patient underwent a surgery in order to reduce multiple fractures with colocation of external fixators for approximately two (2) weeks. During the external fixation treatment, the patient was prescribed multiple antibiotics and analgesics to reduce the risk of infection and consequently an osteomyelitis. After that, he underwent a second surgery to place the intramedullary nail. On unspecified date, after placement of nail, the patient started to present drain of purulent fluid through an incision made during surgery and he was diagnosed with osteomyelitis on left femur. The patient was treated for osteomyelitis with several antibiotics and analgesics during approximately nine (9) months. After the osteomyelitis was considered eradicated, the patient ended the antibiotic treatment. It was noted the patient has pain in the left thigh when exposed to cold weather or a humid environment. Two (2) years after nail placement in 2015, it was recommended that the patient have the nail removed to prevent a recurrence of osteomyelitis. The patient sought a second opinion which indicated there was a high risk of spontaneous fracture of the femur due to the final ossification of the bone, so the patient did not undergo a procedure to remove the nail at that time. In (B)(6) 2016, the patient presented with an unspecified bother and inflammation in left thigh with consequent formation of an abscess, which began to drain purulent fluid in the same month. The patient was diagnosed with a recurrence of osteomyelitis and was prescribed antibiotic therapy. The patient will need to have a procedure to remove the nail, but it has not been scheduled yet. Concomitant reported part: external fixation (part/lot unknown, quantity 1) this report is for an unknown unreamed femoral nail (ufn). This is report 1 of 2 for com-(B)(4).